Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not alarm as expected for an occlusion alarm that occurred. Additionally, it was reported that there was debris stuck inside the usb port of the pump. There was no reported impact to the customer¿s blood glucose level. The customer declined follow up contact from tandem technical support, therefore no additional information could be obtained.